Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow up, post sensed t-wave oversensing was observed on a stored egm. The patient received inappropriate atp therapy. Reprogramming was recommended. Device remains implanted.

Manufacturer narrative:
Evaluation description: the reported field event of inappropriate therapy was confirmed in the laboratory. Review of stored electrograms indicated that the delivery of inappropriate therapy was due to undersensing. The undersensing was due to the device settings. No incidents of oversensing were observed via review of stored electrograms. The device was tested on the bench and no anomalies were found. The cause of the reported oversensing could not be determined.

Event description:
New information received notes the asymptomatic patient was presented in clinic for follow-up after receiving inappropriate atp therapy. Post-sensed t-wave oversensing was observed on stored egm. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).